Event description:
The customer reported footswitch jammed causing uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.